Manufacturer narrative:
The manufacturer investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician reported an aquab plus 1500 had a power switch that was found to have a burnt connector on leg one. Upon follow up, it was reported that the power switch was replaced to resolve the reported issue. The machine has been returned to service and it's confirmed that there was no patient involvement associated with the reported event. The sample is available for evaluation.

Manufacturer narrative:
Plant investigation: based on the investigation results the reported event could be confirmed. A functional examination of the concerned component was performed. In off state of the motor circuit breaker, all legs of the switch properly open the circuit. In on state, only legs l1 and l2 properly close the circuit. The switching contact of leg l3 remains in open state, because the switching mechanism of phase l3 switch was damaged. As the motor of pump p1 and the 24 vdc power supply unit was only powered with two phase instead of three phase 208 v / 60 hz, the thermal overload of the motor circuit breaker tripped and switched off the device. According to the available information no indication for a systematic design, material or manufacturing related issue has been found during investigation. The suitability of the motor circuit breaker of the aquabplus and aquabplus b2 was evaluated and found to be appropriate to protect the device from high current and overload. The issue was solved by replacing the motor circuit breaker onsite. The failure root cause, why the motor circuit breaker initially tripped, could not be identified. The review of the complaint history reveals that the reported failure type represents a known event, which has been found to occur within the accepted threshold and expected complaint rates. The device history record related documentation has been reviewed. The device has been found to be conforming to the specifications and has been released without any discrepancies. For the final inspection the device was tested on functionality. For that purpose the machine was connected to a water supply circle and a test program assures that all operating modes and field circumstances are tested appropriately. No indication for any relationship with the reported failure mode has been found during the review.